Event description:
The facility reported an infusion pump with a non-working channel a. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the reported condition of an infusion pump with a non-working channel a was confirmed during evaluation. The reported condition was attributed to an inoperative pump head module keypad on channel a. The keypad was replaced to fix the problem and the pump was returned to the customer fully operational.